Manufacturer narrative:
Additional, changed, and/or corrected data: d.7.

Event description:
Healthcare professional reported textured to smooth implant replacement and rupture on left side. Device has been explanted.

Event description:
Healthcare professional reported textured to smooth implant replacement and rupture on left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was seen intact with biological tissue. Device patch with lot number 2693676. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional and or changed data: h.6. Corrected data: d.7.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth exchange.

Event description:
Healthcare professional reported textured to smooth implant replacement and rupture on left side. Device has been explanted.